Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous proximal left anterior descending artery that is 90% stenosed. The 3.0x12mm nc trek balloon dilatation catheter (bdc) ruptured during the first inflation at 8 atmospheres. A new non-abbott balloon was used to successfully continue the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.